Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of the chariot guide sheath with the dilator, the jetstream device for related complaint, and a piece of fm in a small baggie. There was blood on the outside and inside of the device. When the device was disinfected, the shaft was flushed and no fm was present from the inside of the shaft. Microscopic examination presented no damage to the outside of the shaft. The braiding was not exposed and the arnitel material of the outer shaft was intact with no separations; however, the returned fm was verified to be delamination which is the pfte lining inside the shaft of the chariot guide sheath. The delamination was 5cm in length. Microscopic examination presented no damage or irregularities to the distal tip. There was also a 3mm piece of delamination from the chariot device, sticking out of the tip of the jetstream device below the center section and proximal cap. The piece of delamination was removed from the tip of the jetstream and measured 8mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-06959. Reportable based on analysis completed on 20oct2015. It was reported that following removal, foreign material was found on the jetstream xc atherectomy catheter. Atherectomy of the right superficial femoral artery was successfully performed with the jetstream xc atherectomy catheter through a chariot guiding sheath. Upon removal of the atherectomy catheter, a fine strand of wire was noted twisted in the tip. No patient complications were reported and the patient's status is fine. However, analysis revealed delamination of the inner sheath.